Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, it was unable to fire device. The reload was not fired in appearance. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient.